Manufacturer narrative:
The electronic log file of the apollo anesthesia workstation was available for investigation and the reported symptom could be reproduced by means of the information stored therein. The case in question was started using manual ventilation at 1:55pm on the reported date of event before automatic ventilation was activated about 12 minutes later. At 2:48pm, the processor pcb of the ventilator stopped its can/sa-bus communication with both user interface and gas mixer. The apollo reacted as specified for a loss of internal communication as it switched off bot ventilator and gas mixer, activated monitoring mode and generated a visible and audible gas mixer and ventilator fail alarm. The procedure was continued using monitoring mode and finished at 3:03pm. Consequently the interruption of internal communication caused reported ventilator failure. However the exact root cause for this interruption could not be determined. It is known from similar cases that first, this effect cannot be reproduced in the lab and second, it is not the result of a technical issue with the processor pcb. This pcb has been installed twice in each of more than 45.000 devices since 2002 and the available quality data does not indicate a systematic issue. It cannot be excluded that the reported phenomenon was triggered by electromagnetic radiation or electrostatic discharge of the user during interactions with the device. Consequently, it was recommended to check the conditions at the user facility regarding potential emc disturbances. The apollo is designed, tested and certified to withstand emc/esd influence in conformance to the relevant standard (iec 60601-1-2).

Event description:
It was reported that there was a ventilator failure toward the end of a case. The patient needed to be bagged. There was no injury to the patient.